Manufacturer narrative:
(B)(4). The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
The patient reported a knotted jejunal tube. On (B)(6) 2016, the percutaneous endoscopic gastrojejunostomy (peg-j) tubing was replaced.